Event description:
No abnormality noted during implantation of (B)(4) and good blood-flow was confirmed. Physician indicated that the root cause of the patients death was the stroke and that there was no relationship with the resolute integrity stent.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death and cerebrovascular accident). Patient¿s condition ¿ predisposed event (previous history of cerebral infarction). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition ¿ (previous history of cerebral infarction). Inherent risk of procedure ¿ (death and cerebrovascular accident). (B)(4).

Event description:
It was reported that a physician implanted one resolute integrity rx drug-eluting stent to lmt. After the procedure the patient was treated for a hematoma and black vomit and a blood transfusion was given to the patient. The following day the patient underwent gastroscope but it did not confirm bleeding, aspirin was discontinued. Approximately 2 months post pci patient experienced cerebral infarction. Patient expired approximately 2 months post pci due to upper ventricular fibrillation. No autopsy performed.